Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the adhesive has come loose due to some external factor, or that there was an abnormality in the application of the adhesive. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a den on the tip of the evis lucera elite gastrointestinal videoscope was noted. During a standard service inspection of the customer returned device, screws in the operation unit came off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, cloudy image due to dirt on the objective lens due to handling, discoloration of the tip cover due to handling, and forceps plug cap scraped off due to external factors were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.